Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had insufficient brightness and the light was not working. The event occurred during therapeutic laparoscopic cholecystectomy procedure while the patient was under sedation. The intended procedure was completed with the olympus back-up device. There were no reports of patient harm.